Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 68 reperfusion catheter (red68), a neuron max 6f 088 long sheath (neuron max), a non-penumbra stent retriever, and three non-penumbra catheters. The patient¿s anatomy was noted to be tortuous. One pass was performed using the red68 and the stent retriever. The red68 and the stent retriever were withdrawn together following the pass. After removal, damage described as a crack was observed at the distal end of the red68. The red68 was removed in its entirety, and no fragments remained in the patient. A new red68 was advanced through a non-penumbra catheter to the target location. One pass was completed using the red68 and the stent retriever. While attempting to remove the stent retriever, the stent retriever was stuck and could not be retracted into the red68. The red68, stent retriever, and non-penumbra catheter were removed from the patient. After removal, damage described as a crack was observed on the red68. The red68 was removed in its entirety, and no fragments remained inside the patient. The procedure was completed using a new red68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was inadvertently missed and on the initial MFR report and is being corrected on this follow-up MFR report: 1. Section h box 10. Related report numbers.